Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/31/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 052, cs 054, and cs 012 call service alarms, and the pump was not used for basal delivery. During testing, the pump was powered on; however, the display screen remained blank. The pump case was removed and no evidence of intermittent conditions was found on the power circuit board. Further testing revealed a slave processor corruption failure after attempts to reprogram.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.